Event description:
It was reported to boston scientific corporation that a capio slim was used during a laparoscopic assisted vaginal hysterectomy procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the device was stuck. The procedure was completed with another capio slim. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.